Event description:
It was reported that the patient was being weaned down and, based on a dye study, it was not believed that the patient was getting medication anyway. The device system was used to deliver morphine. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).